Event description:
This ra lead was implanted on (B)(6) 2010 and was explanted on (B)(6) 2010. The lead had no sensing or capture. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).